Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Phone: (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that during sterile processing, it was notified that a t25 screwdriver was dye leaching from the handle. There was no surgical involvement or patient consequences. This complaint involves one (1) device. This report is for (1) stardrive screwdriver t25/self-retaining. This report is 1 of 1 for (B)(4).